Event description:
Distributor reports end user was injured when using the test cartridge for the irma trupoint blood analysis system. When handling the luer cap covering the injection port of an irma cartridge, the end user was injured on their index finger and the affected area was bleeding. The distributor reported that plastic flashing was observed on the luer cap. Medical adhesive tape was applied to the affected area. No report of serious injury or administration of medical treatment. This event occurred outside of the united states.

Manufacturer narrative:
(B)(4). The distributor reported multiple irma cartridge lot numbers: eiyvc, eijst, eighh, ehzrj, ehuom. However, the specific lot number used during the event is unknown and was unable to be verified. Method - actual device evaluated (luer cap from test cartridge returned for evaluation). Process evaluation performed. No related complaint trends of capas identified. Results: results pending completion of evaluation. Conclusion: conclusion not yet available - evaluation in progress.